Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet with a dexcom g6, including recurrent nocturnal hypoglycemia and intermittent hyperglycemia, alongside difficulty pairing the cgm sensor despite multiple attempts, which led the user to switch to backup therapy and temporarily discontinue ilet use. Symptoms included headaches associated with glycemic excursions. Outcomes included self-management with oral carbohydrates for lows and subcutaneous insulin via pen for highs, without ketone testing or medical intervention. Investigation included remote troubleshooting to verify sensor and transmitter codes and repeated pairing attempts. Investigation of this case revealed the cgm connection issue persisted and the cause of the hypoglycemia and hyperglycemia remained unclear. It was concluded that the event involved hypoglycemia of unclear cause with concurrent hyperglycemia and unresolved cgm connectivity, and the user reverted to backup therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.